Manufacturer narrative:
The insulin pump was received with a constant new software release detected error followed by failure of flash memory alarm; the problem was isolated to the mother board. Unable to perform functional testing due to constant new software release detected error followed by failure of flash memory alarm anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having a problem with the insulin pump. The customer had changed the battery but the insulin pump's screen did not show the insulin amount and there was a round circle on it. The customer received two different alarms and was not able to clear them. The customer's blood glucose level was 135 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.